Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter; during a colostomy reversal and resection, the anvil came off in the patient and surgeon had to grab it and pull it out and the patient ended up with a colovaginal fistula. No reinforcement material was used.